Manufacturer narrative:
Sc-2218-50 (sn (B)(6) and (B)(6). Investigation results, media review, device analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patients leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5160188, UDI: (B)(4).

Event description:
It was reported that the patients leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded per hospital policy.